Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 553 mg/dl due to insulin pump malfunction. Customer declined troubleshooting for high blood glucose reading. Customer went to a hospital for their issue. Customer was dehydrated and had diabetic ketoacidosis. Customer could not recall their blood glucose reading at the time of call. Insulin pump would be returning for analysis.